Event description:
Embolectomy balloon dislodged from the shaft of catheter. Under fluoroscopy, the embolectomy catheter was passed and balloon inflated. Normal pressure was applied with about 1 to 1.5cc radiopaque dye into the balloon. As the balloon was being pulled straight back, the catheter came out very balloon was lodged into one of the muscular branches of the axillary artery. An unsuccessful attempt was made by the radiologist to remove this balloon through the graft. It was decided to leave the balloon in this muscular branch. The patient had excellent radial pulse.